Event description:
The customer reported that the blender is out of spec at 21%; it is reading 24%. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.